Event description:
(B)(4). It was reported that post a stenting treatment procedure restenosis occurred. The venous occlusion being treated was located in the transjugular intrahepatic portosystemic shunt (tips) right portal branch. Intraluminal diameter and lesion length were not measured. A wallstent uni 11x90mm was implanted. The procedure was reported to be technically successful with excellent angiographic results. No procedural complications were reported. Post-procedure, the creatinine and blood pressure were not provided. At discharge, the subject was alive. Evidence of improvement in the luminal diameter, clinical and hemodynamic success was confirmed. Follow up completed a 6 months reported the subject was alive with no improvement in luminal diameter residual stenosis to < or = 30% and no hemodynamic and clinical success. Creatinine and blood pressure are not provided. Twelve month follow up found the subject alive with improvement in luminal diameter, hemodynamic and clinical success confirmed.

Manufacturer narrative:
Date of event: unknown day/month 2006. The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification is anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B)(4).